Event description:
It was reported that bd insyte autoguard catheter tore. The following information was provided by the initial reporter, translated from portuguese to english: I hereby inform you that a notification has been opened with notivisa due to a possible quality deviation, when trying to puncture the venous access with the catheter the silicone part tore. In accordance with the internal technovigilance procedure, we are notifying you so that we can assess and adjust this incident. In accordance with internal pharmacovigilance procedures, please find attached a notification regarding the product with a suspected adverse event. Also attached is the notivisa notification number: 2024.04.003842.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Additional information received. Added to b section and updated annex e code.

Event description:
Additional description of the notivisa form on march 11, 2025. The catheter IV with safety device is having problem when trying to insert into the patient. The silicone is either tearing or bending. Making the metal part to pass through the vein. Reference number is 38181214 bd insyte auto guard (24gax0.75in - ,7 x 19 mm - 20ml/min). Additional information received on march 12, 2025. We have received notification from anvisa 2024.04.003842 with the event reported to bd on april 20, 2024 and captured under (B)(4). Could you confirm whether the information shared by anvisa is a new event or the same event reported to bd on april 20, 2024? After checking our database, this notification is the same as the one we sent in april 2024. As a standardized process, we notify both the manufacturer/distributor and anvisa.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38181214 and lot number 3137747. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.